Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high rate non-sustained episodes suggesting oversensing, and high sensing integrity counter (sic). The rv lead remains in use. No patient complications have been reported as a result of this event.